Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was an inpatient at the hosp at the time of the event. Atrial fibrillation with rapid ventricular response at 165bpm with motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt continues to wear the lifevest. There is no add'l info about this event.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4): 05/01/2013 - reuse; electrode belt sn (B)(4): 07/01/2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/chrd_docs/pdf/p010030b.pdf.